Manufacturer narrative:
No RMA has been initiated for this issue. Model rpl450-1, serial number/date code is unknown. The owner's manual part number 1078987 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The maintenance department at the facility stated that the legs of the rpl450-1 lift offer no buffer for when they come into contact with a wall. No injury or medical intervention alleged.

Event description:
Customer alleges the lifts have no buffer when they come in contact with the wall. No injury alleged.